Event description:
Pt sample containing anti-e, anti-c and anti-jka did not react with cell 19 of 8rb169 which is jka+b-. No death or serious injury was associated with this incident. This event was also reported on medwatch report #2250051-2004-00279.